Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 32mm; stent delivery system was returned for analysis. A visual and microscopic examination identified that a stent strut lifted on the 4th row from its proximal end was lifted. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 21-jan-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 32mm synergy xd drug eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcification. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.